Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Failed enduron liner with poly debris.

Manufacturer narrative:
Conclusion and justification status: complaint review identified that a full investigation could not be completed and that the reported incident could not be verified. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.